Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records were requested but they were denied by the hospital. Review of the manufacturing records and complaint handling database was performed and there is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. Additionally, the device instructions for use (IFU) under warning and precautions indicate: patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft such as due to negative remodeling of the aneurysm or disease progression) should receive enhanced follow-up. And the IFU under indications for use state: extension stent grafts must have the ability to overlap the bifurcated stent graft by 15 to 20mm. Based on the information reviewed, the cause for the reported endoleak type iii could not be determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 60 months post-implant of a bifurcated device, and an infrarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the infrarenal aortic extension and the bifurcated device. Reportedly, there was inadequate overlap during the index procedure which caused type iii endoleak. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the iliac aneurysm grew since the initial implant. The patient was treated with a limb extension. It was reported that the patient tolerated the procedure well.